Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune femur and tibia were removed and replaced with attune revision components. Date of implantation was ¿2017¿ per hospital. Specific date was not known. Cement type was not known. I was not given lot numbers. The implants were removed and replaced due to instability and pain.